Manufacturer narrative:
(B)(4). Results: (endoleak). (Iliac limb dilatation). Conclusion: lack of effectiveness. (Iliac limb dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. The aneurysm size and vessel morphology at the time of implant is unknown. Currently, the aneurysm is 7.4 cm in diameter and the vessel morphology was reported as there was mild tortuosity and no calcification. There was continued disease progression resulting in iliac limb dilatation. It was reported that five years post index procedure that there were bilateral extensions from another manufacturer implanted to extend down to the hypogastric artery. The patient presented recently with abdominal pain. The CT demonstrated that there was a type iii endoleak between the aneurx bifurcated stent graft (MFR report #2953200-2011-01628) and the distal cuff (B)(4) (MFR report #2953200-2011-01629). The physician implanted two excluder limbs from another manufacturer and the type iii endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.